Manufacturer narrative:
Further information has been requested in order to identify the cause of the event. The investigation is ongoing; a supplemental report will be submitted.

Event description:
It was reported that the patient has experienced chronic infection and implant failure over a number of years. The patient is still young and wants to be active. The patient has poor bone stock and is at risk of further infection. The extensor mechanism is also compromised therefore revision surgery is needed using a fixed hinge option and arthrodesis. (B)(4).

Manufacturer narrative:
The patient underwent successful revision to a custom distal femur and proximal tibia after 6 years in-situ. The reported cause for the revision is infection, a recognized late post-operative condition associated with orthopaedic implants. The infection has not been attributed to the device. There were no complications reported from the revision surgery. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends.

Event description:
It was reported that the patient has experienced chronic infection and implant failure over a number of years. The patient is still young and wants to be active. The patient has poor bone stock and is at risk of further infection. The extensor mechanism is also compromised therefore revision surgery is needed using a fixed hinge option and arthrodesis. This is a supplemental report to 3004105610-2016-00094 ((B)(6).

Manufacturer narrative:
There is no indication that the reported infection is device related. Infection is a procedure-related aspect of arthroplasty with sometimes additional patient-related risk factors for infection. The investigation is still ongoing, a supplemental will be submitted on completion pf the investigation.

Event description:
It was reported that the patient has experienced chronic infection and implant failure over a number of years. The patient is still young and wants to be active. The patient has poor bone stock and is at risk of further infection. The extensor mechanism is also compromised therefore revision surgery is needed using a fixed hinge option and arthrodesis. Stanmore reference: (B)(4).